Event description:
It was reported that the right atrial lead exhibited less than 100 ohms impedance. The patient will be monitored.

Event description:
New information notes that the lead also exhibited capture anomalies, clavicular crush and high pacing thresholds. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found that the insulation was damaged at 21.6 cm to 21.8 cm and 27.9 cm to 28.3 cm from the connector pin, due to clavicular crush. The outer coil was fractured in the same area from the inner coil, due to clavicular crush. The damaged insulation and fractured coil could have caused the reported anomalies in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.